Event description:
The event is reported as: the staples remained blocked in the stapler when obliged to draw strong thus causing tear in the skin of the pt. It is reported that there was no pt injury and no medical intervention required.

Manufacturer narrative:
Device evaluated by MFR. The customer reports that the sample device is available for eval. At the time of this report, the sample device was not returned for eval. A CAPA was opened to address the issue of jamming of the stapler.